Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: a dim, faded, discolored display screen.

Manufacturer narrative:
Submitted: 08/01/2014, device evaluation: on investigation, the display was noted to be dim, faded and discolored.